Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide; avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 meters) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support. Per the tandem user guide; your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy, and a replacement pump was sent. There was no reported adverse impact to the customer¿s blood glucose level.